Manufacturer narrative:
There were no patient complications resulting from the alleged incident. An investigation will be conducted and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report received states that the suction valve leaked during use in the hospital. The leak was noticed at the base of the dome. The valve was replaced with another valve.

Manufacturer narrative:
This MDR is a duplicate of report# 1649914-2017-00093 and was submitted in error. No further information will be provided. Please reference 1649914-2017-00093.